Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, during advancement of the delivery catheter system (dcs), resistance was felt at the site of the non-coronary cusp (ncc)-right coronary cusp (rcc) fusion of the patient's bicuspid native valve while crossing the native aortic valve. Further forward tension was applied, however this caused the dcs to shift toward the greater curvature, resulting in contact with the vessel wall. Upon deployment of the valve to the point of no recapture, a dissection of the ascending aorta was identified. It was judged that the dissection might be covered on the outflow side of the valve, so full deployment of the valve was observed. Following deployment, enlargement of the dissection was observed. Surgical intervention was considered, but conservative observation of the patient's condition was ultimately chosen. Additional information was received that per the physician, the cause of the dissection was due to a combination of factors including of weakness of the ascending aorta due to the patient's bicuspid native valve, poor annular advancement due to the patient's bicuspid valve, anatomical factors, and the dcs shaft; however, the valve did not cause or contribute to the dissection.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-29, serial/lot #: (B)(6), ubd: 26-nov-2027, UDI #: (B)(4). The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, during advancement of the delivery catheter system (dcs), resistance was felt at the site of the non-coronary cusp (ncc)-right coronary cusp (rcc) fusion of the patient's bicuspid native valve while crossing the native aortic valve. Further forward tension was applied, however this caused the dcs to shift toward the greater curvature, resulting in contact with the vessel wall. Upon deployment of the valve to the point of no recapture, a dissection of the ascending aorta was identified. It was judged that the dissection might be covered on the outflow side of the valve, so full deployment of the valve was observed. Following deployment, enlargement of the dissection was observed. Surgical intervention was considered, but conservative observation of the patient's condition was ultimately chosen.